Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 2.5mmx20mmx143cm fg coyote nc mr, (nc quantum apex¿) balloon catheter was advanced for pre-dilatation. However, on the second inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. The balloon was loosely folded. There was contrast in the balloon and lumen of the device. Microscopic inspection revealed damage (stretched) to the inner for 24mm inside of the balloon body. An inflation device filled with water was attached to the hub of the device. When pressure was applied and brought to rated burst pressure (rbp), the balloon had pressure for 5 minutes, no leak. Microscopic inspection of the markerband found no irregularities or defects. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 2.5mmx20mmx143cm fg coyote nc mr, (nc quantum apex¿) balloon catheter was advanced for pre-dilatation. However, on the second inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.